Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation of connector and luer mating component. The following information was provided by the initial reporter: material no: 515070, batch no: unknown . Oncology nurse educator contacted territory rep via email to communicate a break (disconnection) in their system while using the cstd at the patient connection. The break occurred at the asv valve on the tubing. Happened during a peg- asp yesterday due to the reactive nature of the drug and wanting it at the end of the line. Oncology nurse educator communicated this was related to the asv and the poor leur connection and not a failure in phaseal optima.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation of connector and luer mating component. The following information was provided by the initial reporter: material no: 515070 batch no: unknown. Oncology nurse educator contacted territory rep via email to communicate a break (disconnection) in their system while using the cstd at the patient connection. The break occurred at the asv valve on the tubing. Happened during a peg- asp yesterday due to the reactive nature of the drug and wanting it at the end of the line. Oncology nurse educator communicated this was related to the asv and the poor leur connection and not a failure in phaseal optima.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2011503. D.4. Medical device expiration date: 1/31/2022. H.4. Device manufacture date: 1/11/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2021. Investigation: one unused optima injector, lot 2011318, and one unused connector, lot 2011503, and one b. Braun IV set was provided to our quality team for investigation. Through visual inspection, no damage or other defects were observed on and of the product or luer connections. A device history review was performed for lot 2011503 and 2011318, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. All records were reviewed for the reported lot and results were found to be acceptable. Five retained samples were used for additional evaluation, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10